Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins battery discharged because the patient forgot to charge it, which resulted in loss of therapy. The caller stated that the patient already was losing their fine motor skills, specifically that they had trouble walking yesterday and were walking with a slight limp, and today they lost their ability to write. The caller confirmed that the patient was able to charge their ins battery last night, but they could not find the patient programmer.  Agent reviewed that given the special circumstances, the therapy on/off buttons on the recharger could be activated temporarily to allow for therapy to be turned back on. The caller agreed to doing this, but the patient was not with them at the time of the call. The caller stated that they would have the patient call back when they were with their equipment. The caller mentioned that the patient was not the best about charging their ins battery and had forgotten to charge it in the past. No allegations were made regarding therapy when the caller made that statement. Reporter called back with the patient stated that they were actively charging their ins, noting that the recharger display was showing that therapy was off, the ins battery level was between 50-75%, and they had all coupling bars filled in. Agent had the caller stop the charging session, and then had them enable antenna locate (al) in order to temporarily activate the therapy on/off buttons on the recharger. Agent reviewed how to turn therapy on, and the patient confirmed that they could feel the therapy turn on. The patient rep mentioned that they knew therapy was on because "the shocking kind of draws up his face a little bit," and that the patient would have a hard time talking for a few minutes because of that. They did not indicate whether their symptoms were resolved.

Manufacturer narrative:
Pli code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.